Event description:
It was reported that a small volume folfusor over infused during patient infusion. The device contained fluorouracil 500mg/100ml and 42.26ml of sodium chloride (nacl), with a final volume of 120ml. The expected infusion time was 48 hours; however, the pump ran too fast and completed in 18 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between october 3-6, 2025. H11: the device was received for evaluation. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. Based on the functional flow test result, the folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.